Event description:
The patient¿s mother noted that the patient had about four surgeries to try and get the pump to work. One for implanting the pump, two or three to get it to work, and one to take it out. One day the patient was reportedly ¿super, super tight¿, and their mother realized that the pump was not working. The patient was a little puffy on their back where the catheter went into their spine. That lead them to believe that the catheter came undone. The patient had fluid buildup at their spine, so they took the patient to the emergency room (ER). X-rays were taken and they said that the pump was not working and that the catheter had come undone. The patient had surgery to try and place the catheter back in. This was noted to have worked for a while. Then once again the system was not working again. The mother thought there was a problem in the front. The patient was very thin, and when they were moved around that might have caused the catheter to move around. It was leaking in their spine as well as in the front at the same time and at different times. The patient ended up having the pump taken out. The pump contained baclofen. Additional information was requested regarding the cause of the pump and/or catheter issue, patient symptoms, interventions, and patient outcome.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).